Manufacturer narrative:
(B)(4). Results: death, pulmonary embolism. Unknown cause of pulmonary embolism. Anatomy related; poor patient condition prior to implant. Conclusion: unknown cause of pulmonary embolism. Death, pulmonary embolism. Anatomy related; poor patient condition prior to implant.

Event description:
A valiant stent graft system was implanted in a patient for endovascular treatment of a fusiform 6 cm in diameter thoracic aorta aneurysm. The patient¿s vessel morphology was not reported. It was reported that the patient expired three days post-index tevar procedure due to a pulmonary embolism. The physician stated that the patient was very sick and had only a 50 percent chance of surviving the operation. The patient elected to proceed with the procedure. The physician stated that the cause of patient¿s death was not related to the device specifically